Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump kept alarming no delivery despite seven infusion set changes. The patient's blood glucose at the time of incident was 300 mg/dl. The customer had already tried all remedies and troubleshot the insulin pump. The insulin pump will be returned and replaced.